Manufacturer narrative:
(B)(6).

Event description:
It was reported that the inner pouch was compromised. During unpacking of a 7.0mmx19mmx150cm express sd biliary stent, it was noticed that the package was damaged and the inner pouch was opened or compromised. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.